Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Itching, redness, and bumps, was reported after using the pod. The affected area was on the abdomen. Symptoms have been occurring since the patient began using the omnipod system. A physician was seen approximately 6 to 7 months prior and aquanil samples were provided as treatment. It was not clear as to whether or not this was a prescription or over the counter medication.